Manufacturer narrative:
Pump was received with compromised force sensor error alarm during basic occlusion test due to faulty force sensor (gold). Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 197 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated they are unsure if the drive support cap is protruded, loose, sticking out or flush. The customer does not recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.